Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right ventricular (rv) failure could not be conclusively established through this evaluation. The device operated as expected and will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure that may be associated with the use of the hm 3 lvas. Additionally, section 6, section 6 also states that patients may develop right ventricular failure during or shortly after pump implantation and lists associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additional reported that the patient was elevated on the transplant list due to right ventricular failure/milrinone drops. The device operated as expected and the product would not be returning. The right heart failure was pre-existing, and a device related issue did not cause or contribute to the right heart failure. The patient exhibited symptoms of edema, shortness of breath, and fatigue, and was treated with milrinone drops prior to transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted.